Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. Updated information reported on (B)(6) 2014, the drug in the pump was clonidine (300.0 mcg/ml) and was programmed to simple continuous to deliver a dose of 50.01 mcg/day) additional information received from the clinical site indicated the event was related to the implant procedure surgery/anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-04, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. The previous report of "irradiation on his their leg something new" was clarified to mean paresthesia. The cause of the blood in the subarachnoid space and under the entry of the catheter was unknown.

Event description:
It was reported the patient had a lot of pain on their back with irradiation on their leg because of something new. It was noted they were seen by the ¿neurologue and made an imr.¿ it was reported they had an MRI because of the pain that showed a little blood and a blood collection in the subarachnoid space and under the entry of the catheter on (B)(6) 2014. It was stated the MRI without contrast was abnormal because of that blood. It was noted this was procedure related. It was noted there was an unscheduled clinic or office visit. It was reported there was a medical intervention of changing the treatment from ¿temgesic to oxycontin¿ per the advice of the ¿neurologue¿ and ¿have rest¿ on (B)(6) 2014. It was reported the patient resolved without sequelae on 2014-03-27. The pump was used to deliver temgesic. Additional information reported the dose of temgesic was ¿2.4.¿